Event description:
It was further reported that the proceduer being performed was a pta of an av fistula. When the physician was attempting to remove the balloon catheter through the sheath, it did not become stuck (as previously reported) rathere, the physician encountered resistance. It was confirmed that the procedure was successful and there were no pt complications.

Event description:
During a pta treatment procedure, balloon catheter removal difficulties were encountered. The physician had initially experienced resistance when inserting the balloon into the 6fr medikit sheath. The balloon was inflated to unknown atm. When the physician attempted to withdraw the balloon catheter, it became stuck in the sheath. No pt injury or complications were reported. The pt is reported as 'good' following the procedure. No add'l info is available at this time.